Manufacturer narrative:
Initial 4 of 9. E1: (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 15-may-2026 against lot number 6010842 and similar malfunction codes: insertion site egress - significant wetness / pooling, leakage from infusion site (cannula base part/cannula) (specific cause not identified) the review confirmed that lot 6010842 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 15-may-2026 against "lot number" criteria equal 6010842 and similar malfunction codes: insertion site egress - significant wetness / pooling, leakage from infusion site (cannula base part/cannula) (specific cause not identified) the count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6010842 was manufactured according to the work instruction (wi) 4902172 version 46 and packaging in the multivac 7, on 30-jan-2025 with a total of (B)(4) units. Cannula review: the lot 5a05051 was manufactured according to the wi version 38 and manufactured in the machine 2, on 26-jan-2025 with a total of (B)(4) units. The lot 5a05062 was manufactured according to the wi version 38 and manufactured in the machine 2, on 27-jan-2025 with a total of(B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi-guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection on the adhesive tape for the reported malfunction: insertion site egress - significant wetness / pooling. Wi-guidance for functional testing for complaints area (version 2): all samples tested passed functional flow and leak tests for the reported malfunction code: insertion site egress - significant wetness / pooling. All test results were within specification as documented in the attached test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010842 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced issue with nine infusion sets in which headset was leaky and the self-adhesive pad got wet event on (B)(6) 2026. The leakage of the headset was determined by smell of insulin.